Manufacturer narrative:
Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was damaged and pieces were breaking off after tightening. Customer's blood glucose was 95 mg/dl. Customer was advised that insulin pump would need to be replaced.